Event description:
It was reported that: "gamma 3 nail case doctor was impacting mail, impacting handle deformed the nail holding bolt to the point that it cold welded the nail connecting bolt to the targeting arm. Targeting arm nail connecting bolt would not disconnect from the nail because the ball tipped t-handle was not able to break the cold weld between bolt and insertion handle. To dislodge the insertion handle from the nail, surgeon was forced to mallet in a reverse manner on targeting arm. Post operatively, between the two of us we were able to break the cold weld and get the two pieces apart."

Manufacturer narrative:
Evaluation summary a review of the DHR / inspection records for the nail holding screw (lot code k626342) revealed no discrepancies. The test with the returned devices with a sample strike plate shows incorrect use of the instruments. The tip of the strike plate was not assembled with the nhs. The tip was positioned on the head of the nhs. The reported event is related to an incorrect use of the instrument during the surgery. Evaluation revealed evidence that the event is not linked to a deficiency of the device, but is rather related to inadequate intra-operative procedure.